Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the user of the spirit combo system faced low blood glucose levels of 29 mg/dl, and fainted. A friend of his assisted him and took him to the hospital where the patient was treated with 4 ampoules of glucose, and stayed on a drop with glucose. He arrived at the hospital around 12:00 at noon and was discharged at 16:00pm the same day.